Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a 46 year old male in cardiac arrest, with the device in semi-automatic mode. The medics determined that the pt was in coarse ventricular fibrillation, but they assert that the device did not advise shock to a shockable pt heart rhythm. The medics then put the device in manual mode and administered one shock at 200 joules and a second shock of 300 joules. There was no indication of any adverse effect on the pt as a result of the reported malfunction.